Event description:
The customer reported that the battery failed to power the unit.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to power the unit. A philips sales rep supplied the customer with a battery which resolved the failure. As of (B)(6) 2010, there have been no further reports of this issue from this customer site since the battery has been installed.